Event description:
Blood was noted in the tubing of the iab catheter after 4.5 hrs of iab therapy. The iab was removed and not replaced. The product is being retained by the hospital and will not be available for evaluation. The pt expired at a later date due to illness.